Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that through hammering on the navlock instruments, there has been damage to the probe tip in the ring where the ratcheting handle locks on to the probe. There was no patient present when this issue was identified.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that this issue was discovered after a surgery was completed. The site had to use excessive force to dismount the probe from the navlock in preparation for the cleaning and sterilization process.